Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by loose connections at the back of the drawer. A field service engineer opened the back of the drawer and observed that the lights were not correct. The engineer reseated the connections on the back of the drawer and tested the functionality. The customer verified that the drawer and cubies were functioning properly after the repair. Proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ cubie main drawer 2.2 pocket b-249 was failed and whole drawer of cubies were also not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.